Event description:
Patient reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. During evaluation the force sensor was found to be out of calibration and force sensor assembly was found to be damaged. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device